Event description:
It was further reported that the rv lead was capped and replaced. The patient is enrolled in the (B)(6) study.

Event description:
It was reported that the patient's system was checked recently and there was apparent noise recorded on both the stored atrial and ventricular episodes. The physician was unable to reproduce the noise in office. The right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).